Event description:
Infusion pump with a 500 failure code. The rep stated to baxter customer service that it is unknown if the failure occurred during pt use and also stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device.